Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on (B)(6) 2014. Of note, the reportable serious injury (possible perforation ) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient died. As there is new information that reasonably suggests the lead has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that during the implant procedure the lead caused a possible myocardium perforation causing tamponade. The procedure was aborted and the patient underwent thoracic surgery. It was later reported that the patient died later that day.